Manufacturer narrative:
Corrected data: h6) the new patient code was not included in the previous follow up. It is now updated in the report.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and no problems were identified. The returned device met with specifications. A "check clutch/plunger lever error" alarm in the device history but the issue was not duplicated during testing.

Event description:
It was reported the device gave a "plunger error" alarm. No adverse effects reported.

Manufacturer narrative:
Other, other text: h6) customer provided additional information stating that reported event occurred during an annual preventative maintenance inspection. There was no patient involved. B3) customer also notes that the reported event occurred early (B)(6) 2020.